Event description:
It was reported by the sales rep that the anteplegia aortic catheter at the connecting site has broken off. No pt harm is reported. The device was discarded by the hospital.

Manufacturer narrative:
The device was not retained by the customer for evaluation. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.